Event description:
Pt transferred from referring facility without nitroglycerin on pump. Nitroglycerin added to pump and set on 3 cc/hr. Shortly after that, pt complained of nausea. Rn noted that "volume delivered" read 1 cc although 40-50 cc had infused. Pump discontinued. Pt recovered without sequelae. Upon oral notification of possible equipment failure the IV pump was withdrawn from service on 7/12/94. Biomed conducted its own tests. All functional tests appear to be working satisfactorily, with the exception of the volume delivered. The results of tests continuously show an initial volume overflow with new IV sets leading to underflow with continuous usage.